Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent a left sided transcarotid artery revascularization, which was conducted as expected, with mindfulness being paid to blood pressure, heart rate, and act levels. Pre and post vessel angiograms showed acceptable gain. Post case, the patient was unable to move his right hand and had difficulty moving his right leg. In addition, he had speech deficits. The patient had a CT scan. The physician indicated that 5 hours post-op, the patient had shown improvement in the movement of the right arm, but still had speech deficits. The patient suffered a massive left mca territory embolic stroke.